Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to a defective main control circuit board. He replaced the circuit board to repair the bed.